Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that an alert had been triggered for non-sustained episodes and short v-v intervals. The patient was also noted to have received 2 shocks. At the time of the shocks, the patient was having knee surgery when the noise/oversensing was observed. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.